Event description:
The customer reported that the system displayed the error message collimator iris too large.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep ran a calibration of the camera/collimator. The system functions as intended.